Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal end of service condition (eos=yes). In the data dump, high impedance was observed on 8/26/2016. There were no performance of any other type of adverse events found with the pulse generator. Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 196mm and 205mm from the end of the connector boot. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 196mm) and identified the area on one of the broken coil strands as being worn to the point of fracture with mechanical damage and pitting. The area on the remaining broken coil strands was identified as being mechanically damaged which prevented identification of the coil fracture type with pitting on two of the broken coil strands. Flat spots and pitting were observed on the coil surface. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 205mm) and identified the area on three of the broken coil strands as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. With the exception of the observed discontinuity and abraded openings the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the lead fracture. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once.

Event description:
Patient was referred for full revision due to end of service battery life and lead discontinuity. Clinic notes received for the patient indicated that x-rays were performed for the patient and no abnormalities were observed. The referenced x-rays have not been received or reviewed to date. During surgery, the patient's generator was first replaced and high impedance was observed still therefore the lead was revised. It was noted that during lead removal it was observed that the lead was broken just before the electrode. The surgeon also noted that strain relief was absent and a lead tether was near the point of the break. The explanted lead and generator were received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.